Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, on (B)(6) 2010, the patient received a steroid injection to treat skin overgrowth. On (B)(6) 2012, the patient was prescribed oral antibiotics and oral steroids (types and amounts not reported), to treat skin irritation at the abutment site. On (B)(6) 2012, patient underwent tissue reduction surgery. On (B)(6) 2013, the patient's abutment was exchanged; there were no reports of skin reduction or treatment reported. The implanted device remains.

Manufacturer narrative:
Correction: the correct catalog number is 92135; not 92127 as previously reported. This report is filed on october 16, 2013. Implanted device remains.